Manufacturer narrative:
Lanolin and soft shields were sent to the customer. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2015, the customer reported to medela customer service that she was having low suction issues with her pump in style advanced breast pump. In follow up with the customer on (B)(6) 2015, the customer reported to a medela complaint handler that she had been diagnosed with mastitis by her physician and was prescribed keflex to resolve the mastitis.